Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint reported as: white removable cap on filter device has defect in the plastic material which creates a hole between the internal chamber and the outside environment. This defect allows the flow of gases to leak out of the circuit and results in inadequate ventilation. The customer reported the issue was discovered during insertion of a laryngeal mask airway and there was desaturation which resolved by changing the filter. It was reported that there was no medical intervention required and no effect on the patient's condition.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A device history record review was performed and no relevant findings were identified. A visual exam was performed on the returned device and it was observed that the luer cap has a hole due to a short mould. The manufacturing site reports that the luer cap of the device is supplied by a supplier. A scar has been opened to address this issue.

Event description:
Customer complaint reported as: white removable cap on filter device has defect in the plastic material which creates a hole between the internal chamber and the outside environment. This defect allows the flow of gases to leak out of the circuit and results in inadequate ventilation. The customer reported the issue was discovered during insertion of a laryngeal mask airway and there was desaturation which resolved by changing the filter. It was reported that there was no medical intervention required and no effect on the patient's condition.